Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 8:00 am, the patient obtained the blood glucose reading of 74 mg/dl on the reported meter. Afterwards, the patient followed his usual diabetes management routine; he does not take any medications. At an unspecified time afterwards, the patient experienced the symptoms of slurred speech, stumbling and he fainted. Emergency services were contacted, and at 2:00 pm the paramedics tested the patient¿s blood glucose level to be 36 mg/dl. The patient was unable to provide details as to the type of treatment he received from the paramedics. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining a normal result on the reported meter, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial number and manufacture date: not provided.